Event description:
New information received indicating that the noise oversensing resulted in intermittent inhibition of pacing.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Rv lead noise was seen on home monitoring. No other electrical anomalies were seen, it was non reproducible. Patient is pacemaker dependent. He was brought to the cathlab for a lead revision. The old lead was capped and a new lead was inserted patient was asymptotic. He was fine before, during and after the procedure.